Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported a previous implant "just didn't work, they had to do a new implant because it didn't work". The specific event date was unknown and no further details were reported. No further complications were reported or are anticipated.